Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawers failed due to a partial connection failure. A field service engineer reseated the row board cable header to resolve the issue and confirmed that the customer was able to do the inventory. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system encountered an issue where the two auxiliary drawers (3.1 and 3.2) failed to be detected on the bus. The customer stated this malfunction occurred when the user was trying to issue medication to the patient. This incident resulted in a delay in dispensing the medication and confirmed no patient harm. There were no adverse events or injuries reported based on this incident.